Event description:
Boston scientific crm received information that this right atrial (ra) lead was displaying noise. The noise could not be recreated and all lead testing was normal. An x-ray was performed which did not yield any abnormalities. A lead revision procedure was performed. There was no issue identified with the set screws. Visualization of the lead indicated possible subclavian crush.